Manufacturer narrative:
Analysis was normal. No anomalies were found. The cause of the reported event was isolated to the inner coil being clogged with blood/body fluid.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during pacemaker implant procedure, the stylet appeared to be stuck within the right ventricular lead. The lead was removed and another lead was implanted without any issue. Patient remained stable throughout the procedure.